Event description:
The reporter stated that he had gotten the er1 message. He retested, but did not remember the result. He stated that he does not use the color chart for comparison with the test strip, nor does he do control solution tests.